Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead impedance was high in bipolar configuration. The impedance was normal in unipolar configuration however electromagnetic interference was noted with isometric testing. Programming changes were made and the patient was scheduled for atrial lead replacement. The lead was capped (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Correction: (B)(4). Malfunction not serious injury as procedure was not completed.

Event description:
New information received notes this lead was not capped as previously stated. The patient was referred by her cardiologist to an electrophysiologist for revision but the patient was feeling fine following the original programming changes. The patient in concert with the electrophysiologist decided not to have a procedure at this time and to wait provided the patient was feeling well with the current programming changes.